Manufacturer narrative:
Exact date unknown, event occurred in the first week of initial implant.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. It was noted that the paddle lead was torned upon migration. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8436-50 (sn: (B)(6)). The returned lead was analyzed and visual inspection found that the paddle silicone is torn at the junction and exposed cable protruding through the paddle silicone. It appears that excessive tensile force was exerted onto the junction resulting in the damage. With all the available information, boston scientific concludes that the allegation of the paddle silicone is torn at the junction was confirmed. Visual inspection found that the paddle silicone is torn at the junction and exposed cable protruding through the paddle silicone. It appears that excessive tensile force was exerted onto the junction resulting in the damage. Electrical testing could not be performed due to the severe damage to the lead bodies. Additionally, the lead bodies were cleanly cut in multiple sections. The clean-cut damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.